Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that at an unspecified time following the implant of an unspecified transcatheter bioprosthetic aortic valve a new left bundle branch block (lbbb) developed. The patient was transferred to the cardiovascular intermediate care unit (imcu) for further management and monitoring. Sinus bradycardia with the lbbb was identified with heart rates in the 40-50 beats per minute (bpm) range. As result, a beta-blocker was not resumed. Hospitalization was prolonged as result of the event. At the time of hospital discharge, the patient ambulated independently and was metabolically and hemodynamically stable in normal sinus rhythm. Hospital discharge occurred 2 days following event onset. The event resolved this same date. The physician indicated the event was causal related to the implant procedure and transcatheter valve.

Manufacturer narrative:
Updated data: d1, d4, h4 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.